Event description:
It was reported that a pt was having a cardiac catheterization, guidewire difficulties occurred. As the guide wire was pulled back from the stent placed in circumflex av vessel, it unbraided and came apart. The wire extended from the circumflex coronary artery, proximal through the left main, and into the aorta. Multiple efforts were required prior to successfully snaring the wire. The wire snapped again. The fractured portion seemed to be confined to the circumflex and left main coronary arteries. The wire fragment remains in the pt's left circumflex coronary artery. Add'l info has been requested regarding this event.